Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 2.2 was found to have constant failures, with a pocket not ejecting or being accessible. A field service engineer review of prior work orders confirmed the issue persisted despite previous proactive service. Cable connections were reseated; however, the drawer continued to fail, indicating a hardware fault. The drawer controller for 2.2 was replaced. Diagnostics were performed after the system booted into the application, and firmware was verified. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary cubie was failed to open or release. During recovery attempts, the pocket lid does not open, and although the system prompted to release the cubie and the user selects yes, the cubie does not release and appeared to be stuck. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.